Manufacturer narrative:
Retainer = black . Patient returned product with allegation of pump error 43 on nov 27, 2021. Patient stated having a problem with his pump saying he's getting pump error 43 and that he got a total of 6 hours. Dop114-980doc: pump error 37-39, 41-43, 79-80, 82, 130 explained the pump detected a possible issue with the motor. Pump was received with pump error 43 alarm during rewinding. Unable to perform the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to pump error 43 alarm. Thus software was utilized and downloaded trace/history files properly. Pump error 43 confirmed in the history file on nov 27, 2021 at 16:54, 16:57, 17:20, 17:29, 17:33. Pump was cut open to perform visual inspection and moisture damage found at j5, j6 on the pcba 1, motor flex cable copper connector traces and inside battery tube. Swapped out test motor and unit passed the rewind test. Confirmed that pump error 43 alarm due to moisture damage at j5 connector traces on pcba 1. The force sensor measurement was within spec range (22.7mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads and minor scratched lcd window. Pump error 43 alarm was confirmed due to moisture damage on motor flex cable copper connector traces. Moisture/cosmetic damage found. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was unable to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.